Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller could not get the device to charge. The patient had bypass surgery a few months back and had the device turned off for that. The caller stated it had been a few months since they last charged. The caller tried to charge on the call and they were directed to follow up with their healthcare professional (hcp). No symptoms or further complications were reported. Additional information was received from a manufacturer representative. It was reported that the patient's ins was overdischarged. It was reported that after the bypass surgery at an appointment on (B)(6) 2017, the patient was unable to turn the stimulation back on. The bypass surgery was listed as a factor which may have contributed to the device issue. A trickle charge was performed at an appointment on (B)(6) 2017 and the power on reset (por) code was cleared. The patient was told to charge the ins to 100% once they got home. The patient mentioned that they had had issues getting 8 coupling bars, but they left the appointment with the recharge belt in position and with 8 coupling bars. It was noted that the patient had lost weight since the bypass surgery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.